Manufacturer narrative:
Device received with operational currents within spec and passed self test and displacement test. Power loss due to connector resistance issue electrical board. No power loss alarm, replace battery alert, replace battery now alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the insulin pump did not alarm low battery alert prior to the prior to the off no power alert twice. Customer blood glucose at the time of incident 13 mmol/l. Troubleshoot was performed. Advised unattended alarms will drain battery. New battery was inserted but the issue recurred. It was reported the battery cap was not loose, cracked or damaged. The insulin pump will not be returned for analysis.